Event description:
The advocate stated one of the customer's blood glucose readings was not stored in the memory of the contour next link. No adverse event was alleged. The advocate was asked to return the meter for investigation, and a replacement was sent to the customer.